Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. However, insulin pump error alarm confirmed in the insulin pump history due to broken trace on keypad assembly. The audio tone functioning properly. Insulin pump received with serial number label fading. No missing serial number label noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had sound problems. The customer stated they were performed self test and hardware low level failure alarm occurred. Customer performed again self test and it was passed no harm requiring medical intervention was reported. The insulin pump was returned for analysis.